Event description:
It was reported that the patient underwent a surgical procedure in which an inflatable penile prosthesis (ipp) was removed and replaced with an ambicor penile prosthesis (app) because the reservoir was ruptured. No patient complications were reported.